Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose of 455mg/dl and the insulin pump had a blank display. The customer was assisted with blank display troubleshooting. The customer stated that the insulin pump had a blank display but did not display insert battery during the call. The customer also stated that the battery cap contacts, battery compartment, and springs were neither missing nor damaged. The customer was instructed to insert a new battery and the display returned but a pump error regarding a post reset was received. Troubleshooting for the pump error was performed and the customer was instructed to clear the alarm and was advised that it was a normal insulin pump behavior. The customer was advised to monitor insulin pump. Troubleshooting for high blood glucose was also performed for the 455mg/dl reported. The customer's blood glucose at the time of the call was 514mg/dl. The customer did not have any symptoms and treated with the insulin pump. The customer declined further troubleshooting. The insulin pump will not be returned for analysis.